Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system will not boot up. The field service engineer (fse) checked the ups, which displayed an error status. Fse switched the ups to bypass mode, reset the breaker, and attempted to power on the system. Fse found bypass switch in pdu cabinet was defective and powered m cabinet by jumpering x107 to x108. Fse discovered a problem with the single-phase ups that is part of the teal pdu, which prevented the system from booting up when the 'on' button was hit. By bypassing the single-phase ups, proper power was restored to the philips mpdu in the m-cabinet, allowing the system to boot when the 'on' button was pressed. Later, fse discovered a problem with corrupted software. To resolve the issue fse bypassed the single-phase ups and reloaded the corrupted software. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.